Event description:
It was reported that during an unspecified procedure, shaft fracture occurred. A 2.00mm x 15mm maverick balloon catheter was selected and advanced to treat the lesion. While advancing the complaint device over the unspecified guide wire, the physician thought it "felt different, more difficult." Upon pulling out the wire and balloon catheter, it was noticed that the shaft got fractured outside the patient. The procedure was completed with another of same device. No patient complications were reported and was completed successfully with no patient adverse events.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).